Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to one of the backup battery cover screws was confirmed. The system controller (serial #: (B)(4) was returned for analysis and a log file was downloaded for review with events spanning approximately 17 days (B)(6) 2022, (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set, and the exact date and time of the events cannot be determined. The backup battery was uninstalled on (B)(6) 2022 at 13:18:47. At 13:46:52, the driveline was disconnected for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. Upon visual inspection, one of the backup battery cover screws was broken, confirming the reported event. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there were incidental findings of fluid ingress and wire fatigue. The dual power leads underwent a resistance test and increased resistance was observed across the yellow, orange, blue, red/white, and brown wires in the white power lead. Increased resistance was also found across the black, red/white, green, yellow, blue, and brown wires in the black power lead. The dual power leads were stripped, and green fluid ingress was observed within the cables. The device history records were reviewed for the system controller (serial #: (B)(4) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2014. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cover of the patient's external backup battery had a broken thread. The system controller was exchanged. The system controller was returned for evaluation and wire fatigue and fluid ingress was found.